Manufacturer narrative:
On (B)(4) 2015, the field service engineer (fse) found a leak in tubing through pinch valve vl53b. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained blue leak of about 1 ml from under the coulter lh780 hematology analyzer after running controls. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.